Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation for a mitraclip procedure. During the preparation, there was challenges de-airing the clip delivery system and the clip was replaced. Troubleshooting was performed as per IFU. During the procedure, while clip delivery system (cds) introducer was inserted into a steerable guide catheter (sgc), air entered into the sgc, and aspiration was conducted to remove the air. One mitraclip was implanted. All steps were performed as per IFU. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. Based on the information provided and without the device to analyze, a cause for the reported difficult to flush the cds cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation for a mitraclip procedure. During the preparation, there was challenges de-airing the clip delivery system and the clip was replaced. Troubleshooting was performed as per IFU. During the procedure, while clip delivery system (cds) introducer was inserted into a steerable guide catheter (sgc), air entered into the sgc, and aspiration was conducted to remove the air. One mitraclip was implanted. All steps were performed as per IFU. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.